Manufacturer narrative:
Suspect device received on august 25, 2025. Device evaluation completed on september 08, 2025: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with mentor memorygel 375cc silicone prostheses experienced bilateral anisomastia post-procedure. The report indicated bilateral ruptures, but during removal surgery, both implants were found to be intact. The patient underwent bilateral mastopexies and replacements on (B)(6) 2025, with the following implants: left side - cn smpb390 sn (B)(6) and right side - smpb390 sn (B)(6). This report specifically pertains to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anisomastia. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).